Event description:
It was reported that revision surgery was performed due to pain and subluxation. The acetabular cup appeared vertical and retroverted. The devices were implanted in 2009.

Event description:
The patient first experienced groin and trochanteric pain in late (B)(6) of 2009.

Manufacturer narrative:
The combination of components originally implanted in this case constitute an off-label application of the devices.

Manufacturer narrative:
(B)(4).